Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf and a smartablate generator and the patient experienced an esophageal fistula that resulted in death. The physician stated that the patient had passed from complications of an esophageal fistula. The physician states the patient had a follow-up in his cardiology clinic, then two visits to an outside emergency department 9 ed). Then was admitted to an outside hospital. The physician stated the patient had normal labs at the time of follow up post ablation. It is unknown when the death occurred or how the esophageal fistula was discovered. The physician stated the patient did not receive an esophagogastroduodenoscopy (egd). The physician stated the patient did receive a computed tomography (CT) scan but did not know if contrast was used. The physician stated the CT report did not noted any evidence of atrial esophageal fistula. Device evaluation details: technical services performed remote communications with the facility where the device is installed to understand the reported event. However, service was declined. It was determined that it was not considered necessary to perform further investigation on this device, as it performed as expected. The account did not return the device back for investigation. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. As part of the quality process, the devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf and a smartablate generator and the patient experienced an esophageal fistula that resulted in death. The physician stated that the patient had passed from complications of an esophageal fistula. The physician states the patient had a follow-up in his cardiology clinic, then two visits to an outside emergency department 9 ed). Then was admitted to an outside hospital. The physician stated the patient had normal labs at the time of follow up post ablation. The date of the procedure was (B)(6) 2025. It was reported that three atrial fib procedures were completed on (B)(6) with the thermocool smarttouch sf ablation catheter. The physician had only recently found out and that the details are limited. It is unknown when the death occurred or how the esophageal fistula was discovered. The physician stated the patient did not receive an esophagogastroduodenoscopy (egd). The physician stated the patient did receive a computed tomography (CT) scan but did not know if contrast was used. The physician stated the CT report did not noted any evidence of atrial esophageal fistula. The physician did state that he reviewed his procedure notes and that the esophageal temperature did not exceed 37.2-37.4 celsius. It was reported that when the physician went to recall the procedure completed on (B)(6) that the procedure is missing from the external hard drive and the carto 3 system and the last date of back up is (B)(6) 2025. The activated clotting time (act) values in the procedure are unknown, however, the procedure goal was 350 and checked every 10 minutes per hospital protocol. Smartablate was used with: power control 35w temp settings: warning 37*, cut off 40*. Impedance settings: max 250, min 50, spike off. Vistag surpoint. Force visualization features used were dashboard, vector and visitag. Paramesters for stability used for visitag module was maximum distance change- 3mm, minimum time- 3 seconds, force over time - 25%, minimum force - 3 grams. Respiratory adjustment was used and tag index was used for color options. Esophageal temperature monitoring was done. Baseline temperature unknown. The physician first stated the maximum temp reached 37.2 per his procedure report. The later, stated the maximum temperature was 37.4. No critical errors noted. Only functional errors observed. There were no issues with flow rate change at the start of ablation. The catheter was re-zeroed per jnj protocol. Free floating in the left atrium. There were no reported bwi product malfunctions. The "functional errors" included "mapping catheter out of range" or "mapping catheter requiring zero."

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).